Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the complainant. The device was not returned for evaluation; further no photographs were provided. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records for the inserter was performed and no deviations were identified. The system inserter/compressor was released to the field in october 2022, resulting in an approximate field life of two (2) years. It is unknown how many uses this instrument has undergone after release to the field. It was reported that the system inserter was damaged when the incorrect set screw was tightened by the surgeon. There are two grasping arms of the inserter that engage with the system cross bar plate and system locking plate. The correct set screw to tighten after final placement is laser marked on the correct arm of the inserter/compressor with "<=== final locking", which tightens the system locking plate onto the system cross bar plate. The IFU for the system warns "the surgeon should have a complete understanding of the function and limitations of each implant and instrument. There have been two other complaints of similar nature in the last twelve months. The manufacturer will continue to monitor this inserter for complaints from the field.

Event description:
The manufacturer was made aware of a system inserter/compressor malfunction on (B)(6) 2024. It was reported that the patient underwent an interspinous process fusion procedure at an unknown level. It was reported that the incorrect screw was rotated for final tightening of a system implant, causing the plate shelf to fracture off. A different inserter was used to complete the procedure with no further issues. There were no patient complications or delay in treatment associated with the complaint. No additional information is available.